Event description:
Per medsun mandatory and voluntary report: event desc: at the end of the artherectomy, the crown got stuck in the distal area of artherectomy, which was in the proximal posterior tibial artery, and the physician had to pull very hard to get it off the vessel wall. The device was rendered broken and replaced, and the procedure continued without further incident. Blood loss was approx 100 cc. The pt's postop course was uncomplicated and pt was discharged on postop day two. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Fox hollow artherectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Other therapies in use on pt: no other therapies." Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for exam; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk.